Event description:
Caller reported a cgm error 42 related to the g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing a complete pump reset, and after the reset, the sensor session was successfully started without further errors.